Event description:
It was reported that a fiber was observed inside the tubing (reported as inside the sealed packaging) of an em2400 valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between june 28-29, 2023. H11: the actual device and two (2) photographs were received for evaluation. The actual device was visually inspected, and it was noted that there was contamination of fiber matter on the valve set which appeared to be a piece of dark fiber embedded in the packaging. The returned photographs were reviewed, and it was noted that there was fiber particulate in the product packaging of the valve set. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.